Event description:
It was reported that a merlin.net transmission revealed intermittent ventricular undersensing. Although programming changes were made to resolve the undersensing issue, the physician elected to explant and replace the lead due to historically low r-waves. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.